Event description:
During preventative maintenance of the device, the service technician reported that the cardioplegia pump was not working. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.